Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including a documented blood glucose of 52 mg/dl, and had been pausing the pump and reducing or omitting meal announcements to avoid further lows. The user treated with oral carbohydrate and considered resetting the pump but was advised to consult their clinician, and training was offered to review proper pump usage and meal behaviors. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included need for self-treatment with oral glucose without hospitalization. Investigation included communication with the user and review of information provided. Investigation of this case revealed behavioral factors affecting automated insulin delivery, specifically pump pauses and missed meal announcements that can impair system adaptation and contribute to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices and pump pausing, with device function not confirmed to be at fault.